Event description:
The lay user/patient contacted lifescan alleging the meter has an issue with the led. The issue was not resolved with troubleshooting. There were no allegations of harm or injury. Replacement products were sent to the patient.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Manufacturer narrative:
The lay user/patient's meter has been returned and evaluated by lifescan product analysis with the following findings: the meter involved in this case has passed testing with no faults found. If any additional information is available, the FDA will be notified in a second follow up report. At this time, we consider this matter closed.

Event description:
A home patient (hp) contacted global technical services regarding a system error (se) 2240 alarm that occurred on the homechoice unit during dwell 2 of 5. The technical service representative (tsr) explained se 2240 indicates a large amount of air has entered setup. The hp stated that he didn't disconnect and there were no open clamps on any of the unused lines. The tsr instructed the hp to cycle power to clear the alarm. The tsr advised the hp to end the therapy due to the risk of unsterile air entering the set up. The hp confirmed to restart therapy with new supplies. The tsr reviewed proper procedures per the user manual with the hp. There was no patient injury or medical intervention reported. No further information is available at this time.